Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a crack on the lower left front corner of the top case; tamper seals missing. There was evidence of the error recorded in the event history log. The reported problem blank screen and constant alarm was found at power up. This was due to an incomplete upgrade to v1.6.4 from base to head by customer. For corrective action- upgraded software to 1.6.4 by using the power point process. The root cause was traced to the user interface. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that a device exhibited a blank green screen and constant beeping. There was no patient injury reported.